Event description:
It was reported that there was an absence of vibration on the pump. Settings were correct. Customer changed the battery, but the anomaly persisted. There was no vibration during self-test. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. The insulin pump has cracked reservoir tube lip and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.